Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Insulin pump was dropped and insulin got in cartridge compartment. Customer was informed to clean cartridge compartment and to insert a new cartridge. No adverse event alleged. No product return requested.